Event description:
Der states the femoral stem fractured mid shaft. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Review of provided x-rays confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.